Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, on a patient with a septum protruding toward the right atrium and tricuspid regurgitation (tr) blowing toward the septum. Therefore, a closure device was prepared. A steerable guide catheter (sgc) and a mitraclip were inserted, and the clip was implanted, reducing mr to a grade of 1. However, after removing the sgc, a right to left sunt was observed. Therefore, an atrial septal defect closure device was implanted. It was noted that there were no changes in vital signs during or after surgery. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Na. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.